Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the pace/sense portion of the right ventricular lead was fractured. A new pace/sense lead was implanted and the high voltage portion of the lead remained in use. Subsequently, the pace/sense lead was oversensing and non-sustained ventricular tachycardia episodes were noted. Both right ventricular leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing; there were 12 ventricular non-sustained episodes between (B)(6) 2012 in which the v-v cycle was less than 210 milliseconds. Subsequently, the full lead was returned and analyzed; analysis revealed a breach in the outer insulation. There was a cosmetic depression on the outer insulation and blood on the proximal conductor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.